Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: from the still image received, the complaint was confirmed, there was graft cover twisting along the length of the graft cover. The delivery system appears clean with water droplets within the graft cover. The image is incomplete and does not show if the stent graft is loaded within the delivery system. This is the first occurrence of this out of the box failure (graft cover kinking) and typically occurs during use of the device.

Event description:
A valiant captivia stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the graft cover was twisted before use in the patient. There were no issues with the packaging of the device. The case was completed with another manufacturer's stent graft. The physician stated the cause of the twisting is related to the device. No clinical sequelae were reported and the patient is fine.